Event description:
It was reported that pump screen was dark and would not turn on. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. Customer reverted to an alternative method of insulin therapy.